Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor was displaying service code 204 (belt/monitor unusable) and service code 105 (pulse test relay stuck).  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 and component u409 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.